Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 05/01/2016, was chosen based on year the article was published. Block g2: literature source mcvary, k. T., gange, s. N., gittelman, m. C., goldberg, k. A., patel, k., shore, n. D., levin, r. M., rousseau, m., beahrs, j. R., kaminetsky, j., cowan, b. E., cantrill, c. H., mynderse, l. A., ulchaker, j. C., larson, t. R., dixon, c. M., & roehrborn, c. G. (2016). Minimally invasive prostate convective water vapor energy ablation: a multicenter, randomized, controlled study for the treatment of lower urinary tract symptoms secondary to benign prostatic hyperplasia. The journal of urology, 195(5), 1529 1538. Https://doi.org/10.1016/j.juro.2015.10.181. Related report 2124215-2025-58117.

Event description:
It was reported to boston scientific via an article published in the journal of urology that a multicenter, randomized, controlled study was conducted to evaluate the efficacy and safety of convective water vapor thermal therapy (rezum system) for the treatment of lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph). The study enrolled 197 male patients, randomized in a relation 2:1 ratio to receive either the thermal therapy or a control procedure. The study was conducted between september 2013 and august 2014, with follow-up extending to 12 months. Procedure related patient complications were reported; two patients experienced serious adverse events related to the procedure: one had extended urinary retention, and another experienced nausea and vomiting due to alprazolam, requiring overnight observation, other symptoms included dysuria, hematuria, hematospermia, urinary urgency, and urinary tract infections. Most adverse events resolved within three weeks, and not de novo erectile dysfunction was reported. All adverse events were mild to moderate severity and most resolved within three weeks. This event captures the delivery device.

Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 05/01/2016, was chosen based on year the article was published. Block g2: literature source mcvary, k. T., gange, s. N., gittelman, m. C., goldberg, k. A., patel, k., shore, n. D., levin, r. M., rousseau, m., beahrs, j. R., kaminetsky, j., cowan, b. E., cantrill, c. H., mynderse, l. A., ulchaker, j. C., larson, t. R., dixon, c. M., & roehrborn, c. G. (2016). Minimally invasive prostate convective water vapor energy ablation: a multicenter, randomized, controlled study for the treatment of lower urinary tract symptoms secondary to benign prostatic hyperplasia. The journal of urology, 195(5), 1529 1538. Https://doi.org/10.1016/j.juro.2015.10.181. Related report (B)(4).

Event description:
It was reported to boston scientific via an article published in the journal of urology that a multicenter, randomized, controlled study was conducted to evaluate the efficacy and safety of convective water vapor thermal therapy (rezum system) for the treatment of lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph). The study enrolled 197 male patients, randomized in a relation 2:1 ratio to receive either the thermal therapy or a control procedure. The study was conducted between september 2013 and august 2014, with follow-up extending to 12 months. Procedure related patient complications were reported; two patients experienced serious adverse events related to the procedure: one had extended urinary retention, and another experienced nausea and vomiting due to alprazolam, requiring overnight observation, other symptoms included dysuria, hematuria, hematospermia, urinary urgency, and urinary tract infections. Most adverse events resolved within three weeks, and not de novo erectile dysfunction was reported. All adverse events were mild to moderate severity and most resolved within three weeks. This event captures the generator.